Event description:
Zoll pads were placed on the patient. The zoll defibrillator was charged to 200j. A shock was delivered to the patient and a spark was noted under the anterior pad followed by the smell of smoke. No fire was present. The zoll pads were exchanged and the anterior zoll pad was placed on another part of the chest. A circular ring was noted on the patient's left anterior chest.